Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A technical support specialist checked and reconfigured the settings of the zebra printer in accordance with the knowledge article ka000012026, titled 'zebra printer no longer printing' and verified that the issue had been successfully resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's printer was not working. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.